Event description:
On (B)(6) 2011, patient reported he does not think the infusion device is delivering insulin properly. Patient stated he checked the amount of insulin in the cartridge and it read 259 units. Patient reported he programmed a 3.5 unit bolus of insulin and then checked the amount of insulin in the insulin cartridge again and it remained at 259 units. Verified the bolus was listed in the bolus history of the infusion device. Patient stated that due to not receiving that bolus, he is experiencing an elevated blood glucose reading. Patient reported his blood glucose reading was 333 mg/dl. Patient's target blood glucose range is 90-100 mg/dl. Patient stated he just changed the insulin cartridge, infusion set tubing and the infusion site yesterday. Patient reported when he completed the change the cartridge procedure, the infusion device did not give him the option to prime the infusion set. Patient is new to pump therapy and has been using the infusion device for a week and a half. Patient stated he bolused 25.0 units of insulin to fill the infusion set tubing and then had to bolus another 25.0 units of insulin; still no insulin flowed. Patient reported he then bolused 10.0 units of insulin and insulin flowed. Patient stated he did not notice an air bubble. Educated patient that the infusion device times out if a button is not pressed within a certain period of time. Educated the patient that there is a menu option of "prime the infusion set." Patient reported there has been a little bit of insulin that has spilled in the chamber of the infusion device. Educated patient on attaching the infusion adapter and infusion set tubing to the insulin cartridge prior to inserting the cartridge into the infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.